Manufacturer narrative:
Approximate age of device ¿ 2 years and 8 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient was found expired at home by their caregiver. It was reported that nothing was attached to the patient¿s system controller. The patient¿s brother had spoken to the patient the prior evening. The log file was submitted to the manufacturer¿s technical services representative for review. The log file contained approximately 4 days of data. Multiple low battery alarms were captured, and the last events recorded a driveline disconnected alarm. Additional information regarding the event was requested, but none has been provided.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be conclusively determined. A review of the submitted system controller log file and the log file downloaded from the returned system controller, containing the same event data, revealed a timestamp reset at the end of the log file indicating a loss of power to the system controller. A power cable disconnect alarm was captured prior to the timestamp reset. The last captured event showed a driveline disconnect. Information received from the hospital personnel indicated that the patient¿s pump was operating as intended at the time of the event; however, the patient¿s pump was not explanted and a full evaluation could not be conducted. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the hospital personnel stating that the patient was found down with no 14 volt lithium-ion batteries connected. The patient was previously provided a new patient cable, 14 volt lithium-ion batteries, and battery clips. The patient had a history of parkinson's disease but was alert and oriented, although there were times it was questioned whether or not the patient had periodic confusion. It was stated that the patient's pump was operating as intended at the time of the event. The pump was not explanted and is not available for evaluation.